Event description:
Evaluation revealed the pump is resetting itself without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged solder connection in the power circuit.